Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patent received shocks when it comes to this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode during episodes of ventricular tachycardia (vt). Oversensing was also noted. Upon a follow up it was noted that the sicd had eroded through the skin thus a revision was planned. No additional adverse patient effects were reported. Additional information noted that the sicd and electrode were explanted and will not be returned.

Event description:
Additional information noted that the sicd and electrode were explanted and discarded due to an infection.